Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned and the reported shaft detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. It has been determined that the reported difficulties appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the 4.0 x 23 mm rx vision stent delivery system, during uncoiling and straightening of the system, the hub separated from the shaft. There was no resistance reported during removal of the stent delivery system from the dispenser coil. The device could not be used on the patient. A new same size device was used successfully for the procedure. There was no clinically significant delay in the procedure. No additional information was provided.